Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 4110. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the returned product identified signs of use and discoloration due to usage and handling (i.e. Re-sterilization) but no apparent malfunction to the thread that contributed to the reported event. However, one reported unknown biomet implant was not returned and remains to be implanted. Based on the evaluation, device malfunction for screw has not occurred and for implant could not be verified. Additionally, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be performed as the lot number associated with the reported device iunihg was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events using keyword (screw loosening) and no complaint about nonconforming products was identified. Functional testing to recreate the event could not be performed due to the nature of event. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is clinician failure to torque screw to specification or inadequate treatment planning, misunderstood or overlooked instructions for use. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Initial reporter fax number unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw loosened in the patient's mouth. This is the 1st time that the screw loosened. The doctor has the patient scheduled in a few weeks to try to assess the extent of the damage and replace the screw.